Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h11: investigation summary: the information of this complaint has been evaluated. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing survellience (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the market quality review procedure (omqr).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced four infusion set fell off event on 07-may-2024, 13-may-2024, 27-may-2024 and 03-jun-2024. The infusion set was in use for a few days. Customer replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 3 of 4.